Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the door 4 keep failing and not opening. A field service engineer instructed the user to power off the device and then to restart. This resolved the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis ciisafe was stuck in black screen. The customer reported that the device states a message as "remote access agent/component not available on this device". The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.